Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial and right ventricular leads exhibited insulation breakage and noise that was reproducible in clinic. The patient experienced lipothymia. The leads were explanted. The patient was stable. Related manufacturer reference number: 2017865-2019-12838.